Event description:
This console was not being used on a pt or being readied for imminent use. During typical console checkout in the equipment lab, the fully redundant backup controller would not pass left flow calibration.